Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage at the site on (B)(6) 2024. The infusion set has been used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.